Manufacturer narrative:
If implanted; give date: n/a (not applicable). Information provided reasonably suggests that iol was not used and therefore was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic of model ar40e sensar monofocal iol (intraocular lens) was observed detach at the time of implantation as it remained stuck in the cartridge. It was also indicated the surgery was terminated to avoid the risk of explanting. There was no issue after surgery, no patient injury. Detached haptic will be returned for investigation. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215. In reviewing the file, section g7 in follow-up report #1, was inadvertently submitted with number 2 entered in this field. Therefore, this supplemental report section g7 is populated with number 3, although this report is follow-up #2.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 10/30/2018. Section h3. Device returned to manufacturer? Yes. Device evaluation: the product returned consisted of an emeraldc30 cartridge with a detached haptic attached with adhesive tape to the wing of the cartridge. The haptic was observed distorted. One of the haptic tips was not rounded suggesting that the haptic was broken off (detached) during use. The rest of the intraocular lens (iol) was not returned. The customer''s reported complaint was verified but it could not be determined that the cause of the issue reported was related to the manufacturing process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 2648035-2018-01392. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.